Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Meter (B)(6) was returned and investigated. Visual inspection was performed. No issues were observed. Meter did not powered on with button depression and retain test strip insertion. The returned meter was de-cased and visual inspection was performed. No issues were observed. Did not identify faulty component. Extended investigation was observed. Visual inspection was performed and black marking and crack on the lcd was observed. Dsplght-2 issue was cloned to address the issue. Meter was connected to hyperterminal to indicate and issue with lcd. Further, lcd was replaced with another lcd from known good reader, and the meter powered on with both button and test strip. Issue is therefore not confirmed.

Manufacturer narrative:
To date, product has not been returned for further investigation. The useful life of freestyle optium meter is 5 years. As the manufacturing date of this product is 2011, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.